Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 3ml ll 200 s/c experienced a tip/luer of syringe cracked/damaged/deformed/bent. The product defect was noted during use. The following information was provided by the initial reporter: material no. 309657 batch no. 9015819. It appears that the luer lock threads in the 3ml syringes from this lot number are stripped and therefore will not create a water tight seal between the metal cannula and the syringe.

Event description:
It was reported that an unspecified number of syringe 3ml ll 200 s/c experienced a tip/luer of syringe cracked/damaged/deformed/bent. The product defect was noted during use. The following information was provided by the initial reporter: material no. 30965,7 batch no. 9015819. It appears that the luer lock threads in the 3ml syringes from this lot number are stripped and therefore will not create a water tight seal between the metal cannula and the syringe.

Manufacturer narrative:
H.6. Investigation: one photo received for investigation. Upon evaluation, it is not possible to observe the damage to the syringe that the client reports. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The defect was not confirmed and the root cause could not be determined. H3 other text : see h.10.